Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. There was no adverse impact to blood glucose. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.